Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined that liquid had seeped into the camera and the camera needed to be replaced. There is no further info regarding repair of the system.